Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a lead revision procedure, the atrial lead was found to be dislodged. The lead was explanted and replaced. The patient was fine post procedure.